Event description:
The customer reported that the screw broke during acl reconstruction surgery.

Manufacturer narrative:
Based on the information received, possible suspected root causes are: use of damaged or bent driver. Failure to use dilator for hsstg graft. Graft / screw / tunnel not appropriately sized. Insertion over bent guidewire.